Manufacturer narrative:
Corrected: d9, h3, h6-b.

Event description:
According to the customer on (B)(6) 2024, "I had to use the individual pill crusher for multiple patients. A patient had more than 10 medications that needed to be crushed. The repetitive motion caused a lot of pain and swelling in my right wrist.".

Manufacturer narrative:
According to the customer on (B)(6) 2024, "I had to use the individual pill crusher for multiple patients. A patient had more than 10 medications that needed to be crushed. The repetitive motion caused a lot of pain and swelling in my right wrist. After using, the right wrist began to haver constant pain, not only with activity. She reported the incident to the charge rn, wrote an incident report, reported the issue to her manager, and called advice rn to be seen with a pcp due to being after hours of employee health. She was seen by the pcp office at (B)(6), who put her on modified duty to avoid using her right hand. She followed up with employee health who requested to be seen by (B)(6) on the job due to work related injury and was seen by (B)(6) on (B)(6) 2024 who wrote a modified duty letter to not to use right hand, follow up in one month, and to do physical therapy at home (md showed movements)". The customer stated if the pain does not improve, the md wants outpatient physical therapy and possible MRI to discuss surgical intervention. The customer stated the right wrist still has pain if used so she is unable to use it and has to have a brace on at all times. Her left wrist is starting to hurt due to compensation of not having right wrist/hand to nhelp support. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.